Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 411 mg/dl at the time of incident. The customer's blood glucose was 370 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and the insulin pump. The customer declined to troubleshoot high blood glucose. The customer reported that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows and reservoir filled with diluent, and connected to anew infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip conclusion reservoir not occluded.